Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported receiving inaccurate lower readings on the adc freestyle libre when compared to a capillary meter result. A reading of 90 mg/dl was received on the sensor compared to the capillary result of 163 mg/dl, which was 44% off. The customer further reported that the next sensor applied "worked okay", but upon sensor removal it was observed that ¿the mechanisms that attached the sensor probe to the electronics module and latches appear to be breaking¿. There was no report of any adverse medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.